Manufacturer narrative:
Additional manufacturer narrative - the serial number for the reported device was received. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 33mm pericardial valve implanted, implanted in the tricuspid position, had a transcatheter valve implanted (valve-in-valve) due to tricuspid stenosis. The implant duration of the surgical valve at the time of the procedure is unknown. An 29mm transcatheter valve was successfully implanted and the patient was noted to be doing great post-operatively.